Event description:
It was reported that the 9800 system experienced a closed iris situation and all the lights on the doghouse lit up. The system was rebooted and worked as expected.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, identified the need to adjust the 5 v power supply. Adjusted the power supply. The system was tested and found to be working as intended and placed back into service.